Event description:
The surgeon attempted to insert a three piece collamer lens model cq2015. The lens optic tore upon insertion. The lens was partially inserted into the eye, but was not fully implanted. There was no patient injury. This is one of two lenses for the same patient. See report# 2023826-2005-01331.